Event description:
It was reported that the 9800 system had poor image quality and would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.